Event description:
A patient was treated and consequently hospitalized based on the suspect device blood glucose reading of 510 mg/dl. The lab result from the same time was 200 mg/dl. Glucose controls were in range.

Manufacturer narrative:
Standard disclaimer on file.